Event description:
It was reported to philips that the system would not boot up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system stuck at 00:00. Upon troubleshooting actions, rse identified that the system went onto emergency power and all connections were lost. Rse advised the customer to shut down and reboot the system. After restart, the system was returned to use in good working order.